Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported an infection was present at the ipg site. In turn, the patient had their system explanted on an unknown date. Patient was prescribed antibiotics and the infection was resolved.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device and explant information.